Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at display window corner, minor scratches on the display window and a missing end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that all the buttons on the insulin pump were unresponsive. Customer stated that they were at the beach. Customer's blood glucose reading at the time of the call was 176 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.